Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the pacing lead "slid" and could not be secured in the myocardium despite many attempts. The lead was removed and replaced. No patient complications have been reported as a result of this event.